Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported higher impedances that were still in range on electrodes 4 and 5. There are no previous impedance values to compare, with a CT scan performed and showing the wires are good. The patient started to reported a tremor on their right side since (B)(6) 2016, and they have shaking in their right hand with tingling on the same side from the elbow down. The sensation appears to be constant for them, and they have been seeing a chiropractor for neck manipulation, with the left side fine. The patient is programmed on the left side 5- 6+, 3 v, 90 usec, 160 hz, and right side c+ 0-, 1.1 v, 60 usec, 160hz. The patient's indication for implant is essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.